Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The complaint is classified based upon information the pt/layperson gave to a customer care advocate, cca, in 2008. The pt called because her one touch ultra meter had reverted to the set up mode after she had replaced the battery a few hours before contacting customer service. The pt took her usual medications, type not provided. The cca was unable to resolve the issue and replaced all products. Reportedly, the pt became shaky after the issue began and before calling. The pt received no medical intervention from an hcp. This senior medical affairs specialist spoke with the pt's husband at 9:00a.m on april 29 to obtain more info. The husband was not aware of the prior call and incident or that a replacement was shipped to her. He concurred that the pt becomes shaky when having low blood glucose. Currently, he said, she is in the hospital, having been admitted for "low sugar sometime last week." He could not recall the date. However, he believes the pt had obtained low blood glucose results on her meter, presumably on the replacement that was delivered april 22 per federal express. The complaint is classified as an adverse event because the pt had alleged she had symptoms that can be associated with severe hypoglycemia after the issue began.